Event description:
A surgeon was burned and the drape was burned through by the shaw scalpel. Burn was small and did not require medical attention.

Manufacturer narrative:
No information received on whether the IFU was followed. Per the device IFU: do not rest the shaw scalpel handle and/or blade on surgical drapes.